Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.